Event description:
A rearfoot reconstruction plate was used in the forefoot of a 7' 2 " patient and broke. The doctor had noted that the screws were well fixed at the time of removal and believed that the patient was weight-bearing too soon.

Manufacturer narrative:
Little information has been supplied about the event. Doctor has stated that the patient was weight bearing too soon after surgery. The evaluation of the returned plate showed that the plate fracture was due to a rapid bending overload. Additional attempts to obtain information about the event is ongoing. If additional information is received, a supplemental report will be filed as appropriate.